Event description:
The vessel sealer was not registering when inserted into the robot arm. Team attempted to adjust the drapes and attempted multiple times to connect but were unsuccessful in getting the device to register.